Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.